Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The review showed a valve load check for this event confirming a good load. The imaging provided confirmed the first valve system at deployed to 80% was severely constrained with an infold present. The valve was deployed to 100% in a shallow location and the post-implant balloon aortic valvuloplasty (bav) dislodged the valve during the inflation. A non-medtronic valve was deployed in the annulus. The imaging provided confirms a severely calcified annulus, however the three deployment attempts are not captured with the imaging provided. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, per the image review, the post-implant bav dislodged the valve during inflation. Dislodge events are typically not related to a device malfunction. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The loader was reported to be experienced and the load was confirmed visually, tactily and via fluoroscopy. It was reported that the patient¿s calcification (which the imaging confirmed as severe in the annulus) caused the infold. The infold and dislodgement were resolved after a new non-medtronic valve was implanted, and no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Trends for these event types are assessed and no further action is recommended at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a patient with significant calcification, pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon. Three attempts were required to sufficiently inflate the 25 mm balloon. Due to calcification, an infold in the valve was observed at right anterior oblique 28, caudal 12 projection. After 80% deployment, the c-arm was moved to anterior-posterior projection. The physician was satisfied with the implant depth. After pulling back the non-medtronic guidewire, the valve was fully deployed. Following deployment, angiogram showed the valve in a supra anular position. During post-implant bav, the valve moved to the ascending aorta. A 29mm non-medtronic valve was subsequently implanted. No additional adverse patient effects were reported.